Event description:
A tech reported patient with "button hole/gas bubble breakthrough" of the right eye flap after laser femtosecond laser treatment. Reporter indicated the surgeon was unable to lift flap and the procedure was aborted. Additional info from reporter indicated patient has been scheduled to return for photorefractive keratectomy (prk) treatment.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).